Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device was not reaching up to temperature and automatically went into overheating. There was unknown delay of therapy. There were no patient harm or adverse effects reported as a result of the event.

Manufacturer narrative:
D3, h6: updated. H3: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.